Event description:
The customer reported that he felt the insulin pump was not delivering the correct amount of insulin. The customer also reported a sensor glucose reading of 217 while his blood glucose reading is 252 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.